Event description:
It was reported that a malfunction occurred on the customer's pump with malfunction code malf 0. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.